Event description:
It was reported that during a right total knee, the tourniquet bruised the patient. The tourniquet was applied at 0855 per chart for approximately 136 minutes at a pressure of 300. The patient was given percocet 5/325mg po for pain afterwards. The procedure was not longer than anticipated. No additional patient consequences were reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation has been completed, a follow up MDR will be submitted.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. UDI: (B)(4). Conclusion summary: on (B)(6) 2018, it was reported that during a right total knee surgery, the tourniquet bruised the patient. The customer did not return an a.t.s. 2200ts tourniquet device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated a.t.s. 2200ts tourniquet serial number (B)(4) as documented in the repair reports in livelink. Product review of the a.t.s. 2200ts tourniquet was unable to be performed as the device was not returned for evaluation. During follow up it was noted that the device was checked out by the hospital¿s biomedical department and nothing was wrong with it. It was decided at that point that the patient just probably bruised easily. It was noted that bruising and swelling are not uncommon post total knee arthroplasty (tka) and the patient also has a history of chronic neuropathy. Repair of the a.t.s. 2200ts tourniquet was not performed by zimmer biomet surgical as the device was not returned for repair. The reported event was non-verifiable since the device was not returned for evaluation or repair. During follow up it was noted that the device was checked out by the hospital¿s biomedical department and nothing was wrong with it. It was decided at that point that the patient just probably bruised easily. It was noted that bruising and swelling are not uncommon post total knee arthroplasty (tka) and the patient also has a history of chronic neuropathy. The root cause of the reported event could not be specifically determined with the information that was provided. The device was not returned for evaluation or repair. During follow up it was noted that the device was checked out by the hospital¿s biomedical department and nothing was wrong with it. It was decided at that point that the patient just probably bruised easily. It was noted that bruising and swelling are not uncommon post total knee arthroplasty (tka) and the patient also has a history of chronic neuropathy. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). The device will not be returning to zimmer biomet for investigation as the biomedical tech stated that the device was fine and the patient probably just bruised easily. There is no information on the malfunction of the device yet. Attempts are being made to obtain further information. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device bruised the patient. No additional consequences have been reported as a result of this malfunction.